Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date and year, a 27mm trifecta gt valve was implanted in a patient. Around (B)(6) 2023, the patient had heart failure-like symptoms on (B)(6) 2023, it was reported that the device was explanted and replaced with a mechanical heart valve due to structural valve deterioration. The patient is stable.

Manufacturer narrative:
Explant of the device due to structural valve deterioration (svd) was reported. The investigation found that leaflets 1 and 2 were torn. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of svd, which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.